Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf head cable was damaged. Analysis also found the upper case was broken. (B)(4).

Event description:
It was reported that the insulation on the radiofrequency (rf) head cable had torn. The rf head cable was returned for repair. There was no patient involvement.